Event description:
Upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned in elective replacement indicator (eri). Visual inspection of the device did not reveal any anomalies. Further analysis indicated the device to be functioning normally. Device was tested on the bench and found to be normal. The battery voltage function of the device was tested and revealed no anomalies. Analysis of the device¿s battery was within the estimated longevity and normal. Discrepancy in the programmer¿s estimation of remaining longevity was not determined. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.